Event description:
On (B)(6) 2019, the patient contacted lifescan (lfs) (B)(4) alleging that her onetouch select meter was reading inaccurately high compared to a laboratory result. The complaint was classified based on the customer care advocate (cca) documentation. The patient, whom has gestational diabetes, reported that the alleged product issue began on (B)(6) 2019 at 8:30am. The patient stated that she obtained blood glucose results of 5.7mmol/l on the subject meter compared to 4.07mmol/l on the laboratory device, performed less than 10 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ criteria for accuracy. The patient manages her diabetes with levemir insulin ¿4 units in the morning and 4 units at night¿ and reported that her doctor advised her to increase the evening dose from 4 units to 6 and skip the morning dose in response to the alleged product issue. On the evening of (B)(6) 2019 the patient injected 6 units of levemir. The following morning the patient reported that she developed symptoms of ¿weakness, tremor and vertigo¿. The patient tested her blood and obtained a result of ¿3 ¿ 3.9¿ (after a meal) and self-treated by consuming some food ¿ate some bread¿. The patient denied obtaining a blood glucose result on another device. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure. The sample was taken from an approved sample site. The patient performed the correct testing steps and the test strips were stored correctly and had not expired. The test strip vial was neither cracked nor broken. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after being advised by an hcp to take an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patient's meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.